Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call on (B)(6) 2018 that she was getting an under delivery of insulin. Under delivery of insulin constantly being provided. Blood glucose level at the time of the incident was 400mg/dl and was treated with a manual injection insulin pen. Trouble shooting occurred but issue remains unsolved. Customer did not state whether auto mode feature was enabled. Will issue follow up to find out. Product will be returned and a replacement insulin pump will be shipped to customer.

Manufacturer narrative:
Device received with blank display due to corroded electronic assemblies and corroded battery tube. Device unable to verify reported harm, perform displacement test, rewind, prime/seating, basic occlusion, force sensor, occlusion, sleep current measurement, active current measurement, and self test due to blank display.